Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has been high and that he has felt sick for the past day and a half. The patient bolused all day but his blood glucose went back up. He drank nyquil last night and believes that may be contributing to the hyperglycemia issues. The patient's blood glucose at the time of incident was 190 mg/dl and his current blood glucose was 459 mg/dl. Troubleshooting was initiated for the high blood glucose. His symptoms include: difficulty breathing during exercise and general disorientation. The customer was advised that his symptoms may be indicative of the possible onset of diabetic ketoacidosis. The customer was speaking to his doctor on his other phone, and stated that he does have trace to moderate amounts of ketones. The customer was advised to call back to troubleshoot if his doctor or himself has any concerns regarding the pump. No products were shipped or returned.